Event description:
On (B)(6): customer reports they were attempting to perform a procedure when the room fluoro failed. Procedure was cancelled and pt rescheduled for another day. Customer did not provide pt or procedure info, other than to say no pt injury, just delay of procedure.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.